Manufacturer narrative:
As reported, of a white advancer tube 5f mynxgrip vascular closure device (vcd) was not present after the sealant was deployed and the sheath was removed. The physician advanced the sealant, went to pull up the sheath back to the handle to expose the white advancer tube and it was not present. The intended procedure was an interventional peripheral. The procedure used a retrograde approach. The user was certified on the use of the mynx. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel¿s diameter verified to be greater than or equal to 5 mm in diameter. The sheath used was a non-cordis device. There was no presence of peripheral vascular disease (pvd)/calcium in the vicinity of the puncture sire. Hemostasis was completed via manual compression which was done for less than 30 minutes. A non-sterile 5f mynxgrip vascular closure device involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. Sealant was protruding out from slit on outer shuttle cartridge, exposed to blood, and appeared to have ¿swelled¿. The advancer tube remained inside the shuttle cartridge in manufactured position. The procedural sheath was pulled back against the proximal end of the shuttle. The catheter and shuttle cartridge were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. Shuttle down procedure was simulated per mynxgrip instructions for use (IFU). The advancer tube was able to engage the proximal tamp lock during investigation. No anomalies were observed. A product history record (phr) review of lot f1834402 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy ¿ advancer tube¿ was not confirmed due to the condition of the returned device. It could not be conclusively determined why the shuttle down step (failure to deploy) could not be completed. Based on the limited information available for review and the product investigation, it is not possible to determine what factors may have contributed to the issue reported since functional analysis was performed successfully. However, it is possible that it was caused by premature swelling of the sealant since the sealant was found protruding from the slit of the shuttle. This condition is commonly noted when the sealant prematurely swells or softens, making the deployment step more difficult. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the DHR review, nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Event description:
As reported, of a white advancer tube 5f mynxgrip vascular closure device (vcd) was not present after the sealant was deployed and the sheath was removed. The physician advanced the sealant, went to pull up the sheath back to the handle to expose the white advancer tube and it was not present. The intended procedure was an interventional peripheral. The procedure used a retrograde approach. The user was certified on the use of the mynx. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel¿s diameter verified to be greater than or equal to 5 mm in diameter. The sheath used was a non-cordis device. There was no presence of peripheral vascular disease (pvd)/calcium in the vicinity of the puncture sire. Hemostasis was completed via manual compression which was done for less than 30 minutes.